Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process and that the cartridge septum appeared to "be coming off the cartridge." There was no impact tot he customer's blood glucose level. Reportedly, the customer was able to change the cartridge and successfully fill a new cartridge.